Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd screen was observed. The device's lcd screen and system board were replaced to address the issues.